Event description:
Additional information received indicated that the issue regarding the tenderness around the pulse generator experienced by the patient resolved without sequelae on (B)(6), 2011.

Event description:
The pt noted episode difficulty in recharging the pulse generator on (B)(6) 2011. The pt programmer antenna was replaced and the issue resolved. The pt experienced tenderness in the superior aspect of the pulse generator on (B)(6) 2011. The pt was given a neuroma injection to the right abdominal subcutaneous pocket on (B)(6) 2011. The event resolved without sequelae on (B)(6) 2011. The pt later reported episode neuritic shooting pain radiating around the subcutaneous pocket, and mild allodynia and dysesthesia overlying the pulse generator. The battery discharged on (B)(6) 2011 when a pt forgot to recharge. The neurostimulator was recharged the same day and the issue resolved.

Manufacturer narrative:
(B)(4).